Event description:
A customer reported that hand and facial injuries have occurred due to a loose hinge on the hood of the pbs and waste area on the echo. No medical attention was required.

Manufacturer narrative:
An immucor field service engineer adjusted and tightened the hinge. The cover and hinge were tested for security. The cover is stationary and secure when lifted and locked. The system is operational.